Event description:
In 2008, the pt received the primary plf surgery on l4-l5. However, pt complaint of pain in his lower back at some point in post-op and visited the hosp, then it was found that the screw at left l5 fractured near the tip. At approx 50 days later, the pt was revised. (Reduction on l-3-l4 and tlif on l-5-s) since the broken tip of the screw at left l5 could not be retrieved, so that it remains there, therefore, the tip of the new screw needed to be cut off in order to insert it to this place. (The implants extracted were returned to the pt thus they are not available for eval.)

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.